Event description:
It was reported that on (B)(6) 2013, patient underwent acetabular surgery for a fracture of the pelvis with the insertion of one plate, 4 to 5 screws and a k-wire. As the surgeon was attempting to advance the clamp one more time after reaching the maximum pressure on the fracture, as is his practice, he felt the clamp would slide. He was able to implant the compression screw with the clamp without a problem but was hoping to ensure as much reduction of the fracture as possible. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.